Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified a single time and no reasonable cause could be determined. It was noted that shutter "predict" was missing. Erased and reloaded calibration files. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed "iris pot error during a procedure. There was no adverse patient involvement reported. There was no patient info reported.